Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of device - 2 years, 9 months. The replaced portion of the repaired driveline was returned for analysis. The evaluation is not complete. The patient remains on going with the implanted device and no further issues have been reported. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported on (B)(6) 2017 that the lvad system produced low speed and pump off alarms. On (B)(6) 2017, a percutaneous lead (driveline) replacement was performed by the manufacturer¿s technical service representative. The patient was asymptomatic, and no additional alarms were reported. No additional information was provided.

Manufacturer narrative:
Although the reported alarms were confirmed via the submitted log files, the cause could not be conclusively determined through the evaluation of the returned portion of driveline. A portion of driveline was returned measuring approximately 19 inches. Visual examination of the driveline did not reveal any signs of abrasion or damage. Electrical continuity testing did not reveal any discontinuities or shorts. High potential testing did not reveal any current leakage through the insulation of the wires. Review of the submitted log file captured a single transient pump stop event on (B)(6) 2017. This event occurred while the system was operating on the power module and a corresponding elevation in pump power was also captured. The patient later experienced another low speed and pump off event and was placed on an ungrounded patient cable. No further issues have been reported at this time. The patient remains ongoing on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: subsequent to the reported (B)(6) 2017 percutaneous lead (driveline) replacement procedure, on (B)(6) 2017, the lvad system produced a low speed and pump stoppage event. Approximately one hour later a driveline disconnected and pump stoppage event occurred. At the time, the patient was in the hospital and asleep with the lvad system supported with a grounded patient cable and power module. The patient was provided with an ungrounded cable for use with the power module. No subsequent events have been reported. No additional intervention was planned at this time.